Manufacturer narrative:
Na

Event description:
It was reported that the ventilator's turbine stopped operating - no air was being blown out of ventilator. The ventilator alarmed for low minute volume. The ventilator was not connected to a pt, this happened during testing.